Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The physician made a note of a large seroma around the ipg pocket after initial dissection into ipg pocket, a large amount of clear fluid was removed from the ipg pocket, it was visualized that the ipg was very mobile in the pocket before fluid was removed. The patient was discharged with abdominal binder to wear for two weeks to help keep swelling down.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
(B)(6) (sn: (B)(6)). The returned ipg was analyzed and passed the visual inspection, however, it was not able to be recharged with a known good charger despite multiple attempts. It was cut open and revealed that the battery exhibited high sleep current (27.9ma). Electrical testing revealed a low vh resistance measurement (99 ohms), which indicates an electrical short within the application-specific integrated circuit (asic). With all the available information, boston scientific concludes that the reported event of difficulty charging the ipg was not confirmed. The damaged asic resulted in the premature battery depletion post explant. This type of damage is typically caused when the ipg is exposed to high voltage transients. Exposure to electrocautery can cause this type of damage. Due to this, the data logs were unable to be retrieved. However, it was stated that the patient had a large seroma full of clear fluid and that the ipg was likely very mobile in the pocket. Charging issues are likely to occur when the ipg is not stationary and at the appropriate distance.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The physician made a note of a large seroma around the ipg pocket after initial dissection into ipg pocket, a large amount of clear fluid was removed from the ipg pocket, it was visualized that the ipg was very mobile in the pocket before fluid was removed. The patient was discharged with abdominal binder to wear for two weeks to help keep swelling down.